Event description:
The customer reported two elevated cortisol results, above the normal reference interval and with a neat value greater than the reportable range, for one patient involving unicel dxi 800 access immunoassay system. Both results were from two separate collections. The samples were diluted and re-analyzed on an alternate unicel dxi 800 system, with repeat testing of serial draws from the patient. The erroneous results were released out of the laboratory and questioned by the physician. Amended results, from the alternate analyzer, were issued to the physician and all samples produced results within the assay precision limits. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated quality control (qc) was within specifications with no assay issues. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Beckman coulter field service engineer (fse) observed bubble errors in the instrument event log, but could not duplicate the reported issue. The fse primed the instrument fluidics to resolve the issue and successfully performed passing quality control (qc) and system check. The fse performed an acceptable precision study to verify hardware performance and did not complete any system repairs. The instrument conformed to the manufacturer's published performance specifications. The customer indicated the plasma samples were full, clean collections and were normal in appearance. The samples were run in plasma 0.5 ml cup tubes and centrifuged for five minutes on stat centrifugation. The customer noted the instrument had issues in the previous week with quantity not sufficient (qns) on samples despite adequate volume. A definitive root cause of the event is unknown.